Event description:
Additional information received that surgical intervention was undertaken wherein the scs ipg was replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg for several months. The ipg was unable to communicate with the external devices. As a result, the patient may consult with the physician as a next course of action.